Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 34 mm amplatzer amulet was chosen for implant on (B)(6) 2022. On (B)(6), one day prior to the procedure, the patient underwent a computed tomography (CT) and the images were used during the procedure to assist in the device sizing process. The two attempts to position, the device was implanted. The patient was transferred to post-procedure ward. The patient suddenly developed acute dyspnea and chest pain. An urgent transthoracic echocardiogram (tte) was performed 34mm amulet occluder had embolized and had been lodged in the mitral valve, tearing the leaflet. The patient was taken emergently for device removal and surgical repair. The 34mm amulet occluder was removed. The patient also underwent replacement of their mitral and aortic valve. The reason for aortic valve replacement was unknown. The patient was transferred to the intensive care unit in stable condition post amulet removal, mitral valve replacement, & aortic valve replacement. Sometime later, the patient became acutely unwell, the patient was transferred to another hospital on (B)(6) 2022 for extracorporeal membrane oxygenation (ECMO) management. On (B)(6) 2022, the patient suffered from ventricular fibrillation and a lengthy resuscitation attempt, and ultimately passed away. The patient was diagnosed with neurological death. No additional information was reported.

Manufacturer narrative:
An event of acute dyspnea, chest pain, device embolization into the mitral valve which tore the leaflet, ventricular fibrillation, and patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.